Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 device was not available to stryker for evaluation. There were no remedial actions taken. This device is labeled for single-use. H3 other text: device discarded.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). 1 device was received. 1 event was confirmed. 1 device was found to be affected by heat and wear marks. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is labeled for single-use. Correction: 1 device was not expected; however, was received.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated. There was patient involvement; no patient impact.